Manufacturer narrative:
Zimmer multiple MDR reports were filed for this event. See associated report: 00202314-2022- 02477, 0002023141-2022-02481, 0002023141-2022-02482. Zimmer biomet complaint number (B)(4). Weight unknown / not provided brand name unknown / not provided catalog and lot number unknown / not provided UDI number unknown / not provided expiration date unknown / not provided PMA/510(k) number not available manufacturer date unknown / not provided a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants on (4) teeth sites #20, #23, #26 and #28 were exposed with bone loss. Later, cleaned and bone grafted. Symptoms of the event: pain.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02481-1 and 02477-1. This report is being submitted to relay corrected data. Corrected data: the product was not returned. The implant remained implanted at time of the initial report. The return date of september 13, 2022 was submitted in error.

Manufacturer narrative:
This report is being submitted to relay corrected data. Corrected data: the submission of report: 0002023141-2022-02483-1 was sent in error. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information was received at the time of this report.